Event description:
It was reported that prior to starting a da vinci surgical procedure, broken cables at the distal end of pk dissecting forceps instrument were noted. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, frayed pitch cable, if to reoccur could cause or contribute to an adverse event.